Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered multiple shock therapies. At the hospital, the rhythm indicated was ventricular tachycardia (vt). However, when reviewing the strips, it appeared to be atrial fibrillation (af) with rapid ventricular response. There was no atrial lead implanted but the device was programmed to use atrial information. Boston scientific technical services (ts) then suggested turning off atrial discriminators since no ra lead was implanted. The following physician also requested to decrease the rate cut off (rco) to 150 beats per minute (bpm) due to reported falling episodes but not syncope. Additional information received confirmed that device reprogramming was done. This crt-d remains in service. No adverse patient effects were reported.